Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
Correct date for follow-up #1 is 09/13/2017. Follow-up #1 should be "additional information". Claim# (B)(4).

Manufacturer narrative:
Patient expereinced loss of bcva and refractive surprise. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens in the patient's left eye. Lens rotation was noticed four months after the implantation. The doctor stated that there has been no incidence of trauma to the patient.